Event description:
Pta catheter separated at balloon and hypotube broke. There had to be surgery to remove the product.

Manufacturer narrative:
Our product distributors have reported a complaints to us with the following description: pta catheter separated at balloon and hypotube broke. There had to be surgery to remove the product. Upon receipt of the complaint product, the unit will be examined.